Event description:
During a laparoscopic hernia repair the end of the stapler articulated (flexed) when pressure was applied to staple mesh. The end broke off. The broken part was retrieved and bagged. Held for risk mgmt.